Event description:
It was reported that the pacemaker and another manufacturer's right ventricular (rv) lead pace impedance measurements were greater than 2000 ohms causing a lead safety switch. The presenting electrogram (egm) appeared appropriate. Boston scientific technical services (ts) suggested an in clinic evaluation of both unipolar and bipolar thresholds, impedance and sensing. The pacemaker and rv lead remains in service and no adverse patient effects were reported.